Event description:
It was reported that the customer experienced elevated blood glucose levels (350 mg/dl), and was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer was treated through intravenous fluids, insulin, and potassium, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental form will be submitted.